Event description:
Customer reportedly obtained results of 244 mg/dl, 90 mg/dl, and 50 mg/dl on the advantage/voicemate system within 10 minutes. Customer drank water and ate in response to symptoms and results. No adverse event reported. Requested return of suspect system and replacement was sent.